Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument was not moving properly. After replacement, the surgery was successfully completed. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the prograsp forceps with an alleged issue to perform failure analysis. Manual articulation revealed that the grips open and close normally using input disk 6. With input disc 7 it was difficult and they did not open fully. The visual inspection was performed and revealed no issues. The cable tension was tested at proximal end and also showed no abnormalities. The probable root cause is attributed to use conditions. The inability to open grips is likely due to high friction in instrument grip range of motion (rom). The grips may fail to open when attempting to cut through too much tissue and overloading the grips, cutting through a hard object like a clip or staple, or failing to keep the jaws of the instrument clean. This issue can be resolved by using the grip release button to manually open the jaws. Intuitive followed up and obtained additional information. The prograsp forceps instrument did not move at all.

Event description:
Refer to h11 for follow-up information.